Event description:
It was reported that during an unspecified urological procedure, an amplatz ptfe .035 floppy guide wire "pulled apart" while inside the pt. It is believe that no device fragments remain in the pt. Despite multiple attempts to request additional info, no info has been received.